Manufacturer narrative:
.

Event description:
The patient reported that an hcp at the hospital took x-rays (date not reported) and found a previous catheter fragment left in the pt's body. The patient had been experiencing transient, stabbing low back pain and her diabetes symptoms were exacerbated (she could no longer control her blood sugar). The patient stated the hospital hcp told the patient "if fragment is not removed, she may lose her feet to amputation". The patient stated her implant hcp told her that the catheter had been explanted. The patient was encouraged to contact her implant hcp as the implant hcp was unaware of the hospital hcp findings. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.